Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
This pi is for the robot used in the primary procedure. It was reported that the patient's left hip (mako posterior approach) was revised due to failure of the shell. The shell spun out and broke a screw. No trauma was reported. Patient was revised from a size 52 mm trident shell to a 68 mm ras shell.

Manufacturer narrative:
Reported event: an event regarding revision involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: not performed as the device being inspected is software. Rio serial number not reported. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding revision. There were 6 other reported event for the listed catalog number (pr1442085, pr1737869, pr1898251, pr1930169, pr1950907, and pr1962866). Conclusion: product inspection could not be completed due to no logs or session files not being available due to no further information available.

Event description:
This pi is for the robot used in the primary procedure. It was reported that the patient's left hip (mako posterior approach) was revised due to failure of the shell. The shell spun out and broke a screw. No trauma was reported. Patient was revised from a size 52mm trident shell to a 68mm ras shell.